Manufacturer narrative:
After the event, the customer performed daily maintenance and qc. The customer reported, "none of the assays are recovering as expected." The customer's calibration and qc results were ok. The investigation did not find any abnormalities within the system alarm trace. The field service engineer found a hold in the sample/reagent probe tubing which caused a leak and issues with the sampling. He replaced the tubing and performed calibration and qc with acceptable results. After service, no further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg test system results for one patient tested on a cobas e 411 rack. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial hcg result was reported outside the laboratory. The patient's physician questioned the result and the patient had another sample collected for testing. After testing the new sample on the e 411, both samples were sent to another laboratory for further testing on a cobas 6000 e 601 module. The patient's first sample had an initial hcg result of 0.5 miu/ml with a data flag. The patient's second sample had an initial hcg result of 75 miu/ml. Both samples had hcg results of "approximately 22,000" miu/ml on the e 601 module. The customer determined the e 601 module results were correct and a corrected report was provided. The e 601 module serial number was requested but not provided. On the e 411 analyzer, the hcg reagent lot number was 52806500 with an expiration date of 30-jun-2022. On the e 601 module, the hcg reagent lot number and expiration date were requested but not provided.